Event description:
The manufacturer received information alleging service required. There was no harm or injury reported. Manufacturer received information from customer that issue was confirmed through checking the event log and finding an occurrence of a vent service required error related to the charging of the battery. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to one minute. The internal battery pack was replaced to address the issue.